Event description:
It was reported that a patient underwent a total hip arthroplasty in 1995. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. It was noted that x-rays appeared to show the cement mantle appeared fractured in the femur. The stem, head, liner and cement were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following section could not be completed with information provided: date implanted - 1995. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00520-1 & 01349/1351).